Manufacturer narrative:
(B)(4). (B)(4).

Manufacturer narrative:
Collamer® ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. Device evaluation: visual inspection found no visible damage to the lens. The lens was returned in liquid. (B)(4).

Event description:
The reporter stated that a cq2015a three piece collamer lens, +25.0 diopter, was removed due to the capsule didn't stay well. There was no patient injury. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.